Event description:
It was reported that the patient experienced heat and skin redness while recharging the implantable neurostimulator (ins). The recharger device was noted to be new. The rep acknowledged changing charging speed as one troubleshooting technique, but was wondering what other methods they could have the patient try. Ts suggested the patient charge with clothing between the skin and recharger. The rep also asked if impedances could affect the recharger temperature. It was reviewed that impedance would not affect the charging temperature. Further suggestions included shorter, more frequent recharging sessions and advising the patient to follow up with a healthcare professional if there were concerns about skin integrity. The patient had previously met with their managing hcp, but it was unclear if the charging temperature issue was addressed. They reported the patient did not indicate they saw any error codes or messages. The resolution involved educating the customer and providing information.

Manufacturer narrative:
Continuation of d10: product ID wr9230 lot# serial# unknown, product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9230, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received by rep stating that impedances were within range during last clinic visit. To resolve patient burning and skin redness issue while recharging, action taken was lowering the speed. The information is confirmed by the physician.